Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of "product did not fully harden" and the product moved are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported that a few days after injection in the cheeks and lips with "juvederm," they were not happy with the result, the product did not fully "harden" and that it moved towards their eyes. Patient was injected with the "enzyme that dissolves juvederm" as treatment.